Event description:
It was reported that during the procedure in the superficial femoral artery, an armada 35 dilatation catheter was advanced to the lesion without resistance. An attempt was made to inflate the balloon; however, the balloon did not inflate. The physician stated that it seemed as though the balloon was adhered to the catheter. The catheter was withdrawn from the anatomy without resistance and a new armada 35 dilatation catheter was used successfully to dilate the lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Valuation summary: the device was returned for analysis. The reported difficulty inflating the balloon was unable to be confirmed; however, based on functional testing and scanning electron microscope (sem) imaging analysis of the returned device, difficulty deflating the device was confirmed. Although a search of the lot history record indicated no related non-conformance records for this specific lot; based on an expanded related record review and investigation, a product issue related to ineffective balloon deflation has been identified. Further assessment of this issue per site operating procedures was performed and corrective and preventive actions are being put in place to prevent further recurrence of this issue.